Event description:
It was reported that during a knee surgery, the motor device had "error c2 and burr errors (cs02840)". There were no delays to the planned surgical procedure. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and passed all operational specifications. Therefore, the reported condition could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.